Manufacturer narrative:
(B)(4). It was reported that the patient experienced abdominal pain, emotional distress, chronic pain, bowel issues and appetite issues. It was reported the the patient underwent additional surgery and removal of mesh on (B)(6) /2015. No additional information provided.

Manufacturer narrative:
(B)(4). It was reported that following the procedure the patient experienced recurrent hernia and pain. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event.